Manufacturer narrative:
The unit was not returned to natus therefore a failure investigation could not be performed to identify the root cause. Based on the description of the issue, it appears to be issue related to mechanical force during transport through the hallway. A replacement unit was sent to the customer.

Event description:
The wheel fell off caused the cart to fall over in (B)(6) 2017. The customer called in (B)(6) 2018 to request for a replacement part and informed about this event. The camera did not fall during use for patient care, it fell during transport through the hallway. The cart fell over while moving/being transported through the hospital. There was not a bump no injured occured.